Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to high pacing impedance on the right ventricular (rv) lead. The increase was noted as a jump and there was high variance noted. No noise could be produced with isometrics, however, the capture threshold increased slightly. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.